Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump error alarm. Customer cannot recall blood glucose reading. Customer saw a red x on the screen. There was only one alarm. Troubleshoot was performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unit received with corroded motor home switch, pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.